Event description:
Complainant alleged that during a routine shift check by a clinician, the device was only intermittently receiving an ECG signal. The clinician then tested the device with another universal cable and the device performed appropriately. The complainant indicated that there was not pt involvement in the reported malfunction. The complainant indicated that the malfunction was as a result of a faculty universal cable. The device has been returned to service.